Manufacturer narrative:
A ge svc rep performed an onsite investigation. The neutral ground on the power plug was evaluated and repaired. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported intermittent sys functionality. No pt or user injury was reported.